Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding after the completion of the procedure. The biopsied lesions were 3.3cm and 3.1cm in size. Tools used during the biopsy included both a 21g flexision and a 23g flexision needle and forceps. Imaging modalities included c-arm fluoroscopy and radial ebus. It was reported that the patient had unspecified medical intervention(s). The diagnosis obtained from pathology was inflammation (non- infectious)/sarcoidosis (benign) for both lesions. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.